Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient had a rep set up groups a and b but it changed to c. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient and the hcp were contacted to investigate the cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a manufacturer representative (rep) set up groups a and b but it changed to c; the patient wantedthis changed back to the initial groups. When the patient replaced the patient programmer (pp) batteries, the pp showed that the ¿implant needs to charge¿ icon. It was then recommended that the patient should charge the ins to 50% before using the pp to change groups. On (B)(6) 2018, the patient later reported that she got her battery charged up and after reviewing how to switch groups, the patient was able to successfully switch to other groups. The patient was then felling stim below her knees and switch between groups a and b. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient did not know the circumstances that caused their programs to change to program c unexpectedly. They may have hit the wrong button. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.